Manufacturer narrative:
Device evaluated by MFR: a sheath and a dilator was returned. Dilator was set into the sheath upside down same as the condition when it was manufactured. Additionally, other company's indeflator, which is supposed to be used for balloon catheter, was also returned. The visual inspection of returned product was conducted and no abnormality such as deformation, squashing or kink was observed. The tip of the sheath was deformed. The hemostatic valve of the sheath was inspected and there was no abnormality which may disturb the balloon catheter's passing through the valve. Outer and inner diameter dimension of the sheath and tube of the sheath were measured and both the sheath and the tube were compliance with specifications. Insertion resistance level between the sheath and the dilator was within acceptance criteria. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08886. It was reported that catheter entrapment occurred. The target lesion was located in the central vein. Following placement of a 7frx7cm super sheath introducer sheath and a 180 non-bsc guidewire, a 14-4/5.8/75 xxl vascular balloon catheter was advanced and dilation was performed. When the balloon catheter was removed through the sheath, the device became stuck. The sheath, the guide wire, and the balloon catheter were removed together as a unit and put in another sheath and guidewire. A new 14-4/5.8/75 xxl vascular balloon catheter was then introduced, however, the balloon catheter encountered difficulties in tracking over the wire. The procedure was completed using a 12x4 gladiator balloon catheter. No patient complications were reported and the patient's status was fine.